Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 28 mg/dl. The cause of low bg was unknown. The customer became unconscious and fell down stairs in their home due to the low bg level. The customer received third party assistance from paramedics, who took the customer to the hospital to address bg. The customer required surgery on their face, and they now have permanent damage to the left side of their face. Recommendation was made to consult with a healthcare provider to discuss diabetes management. No additional patient or event information was available.